Event description:
Subsequent to the previous medwatch filing, additional review of the event, noted that the case description incorrectly listed a xience prime stent instead of a xience xpedition stent.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the lesions were located in the distal right coronary artery (rca) and the mid left circumflex (lcx). The lesion was crossed with a non-abbott guide wire. The mini trek 1.5 x 15 mm balloon was advanced, but it did not cross to the lesion. It was exchanged for a non-abbott balloon and treatment of the distal rca lesion was finished. Then the xience prime 3.0 x 38 mm stent was advanced to the mid lcx lesion; however, it did not cross due to the severe calcification. It was exchanged for a non-abbott drug eluting stent (des), which crossed and was implanted. Outside the anatomy, the shaft of the xience prime device became separated. No adverse patient effects were reported. There was no clinically significant delay of procedure. No additional information was provided.